Event description:
It was reported that the right ventricular (rv) lead is experiencing a slow increase in impedance and threshold. Reprogramming was discussed, the lead remains in use, and the physician will continue to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead (B)(6) 2006. (B)(4).